Manufacturer narrative:
(B)(4). This report is associated to MDR# 1036844-2015-00016. The returned product sample contained two separate damaged guide wires. This report is for the second.

Event description:
It was reported a single packed guide wire was opened. They tried to thread the wire through the arrow raulerson syringe that was already in the pt from the central venous catheterization kit (cs-27702-e) originally used. The guide wire would not pass smoothly and became kinked. A new kit was opened and used successfully for the pt. There was a delay in treatment with no pt harm and no pt death or complications reported.